Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple lead noise episodes were observed. The device did not deliver any shocks. The lead was capped and replaced. The patient condition is stable.